Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the sleep current measurement test, active current measurement test and self test. The pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and minor scratches on lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Pump was cut open to perform visual inspection and moisture damage was found on the pcba1, j6 connector internal battery, motor and battery tube assembly during visual inspection. Pump error 53 was found in history file on 07/25/2019 10:14:43.000, file number: 26 line number: 2843. Pump error 49 was found in history file on 07/25/2019 10:14:18.000, pump error 68 was found in history file on 07/25/2019 10:14:18.000, failed batt test (58) was found in history file on 07/23/2019 10:42:28.000. In summary, the pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump error 53 confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. It was also stated that the notification light stopped flashing immediately. Customer declined trouble shooting for multiple pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.